Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the implantable neurostimulator was removed because the device was not working for the patient anymore. The patient was going to have the device removed in 2016 because it was not working. It was more down in the hip and leg. In 2016 when they were going to remove it, they told the patient that they thought that they could replace the battery and thought that they could get the device to help, but it never helped the patient. There were no further complications reported or anticipated.